Event description:
It was reported that during a gastrectomy procedure, it was impossible to reload the cartridge. The device worked properly with the first cartridge but when the surgeon wanted to place a second one he could not. The surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that one long60a device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridge reloading. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).